Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity. The pump contained hydromorphone [20 mg/ml] at a dose of 26.5 mg/day; ¿each milligram had 50 mg of hydromorphone¿. It was reported the patient was scheduled to have his pump refill on (B)(6) 2017, but his health care provider (hcp) forgot to order refill kits for his pump, so he couldn¿t get his pump refilled until (B)(6) 2017. The patient reported that he needed to know information about how long he had for his pump and what alarms sounded like. The patient did not have his printout information. The patient would call his hcp if alarms were heard. The patient did not mention any symptoms that he had or was currently experiencing; no patient complications were reported.